Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the tubing was leaking at the connection site where the texium cap and tubing connect. The leaked appeared to be a crack at the tubing connection that did not involve the texium cap itself. There was no patient harm.